Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's father stated that there was a hospitalization due to related diabetes in 2011. After the patient was sick with strep throat, she was hospitalized for high readings. The customer declined to report the hospitalization to 24 hour helpline.